Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the 'ok' button was under responsive and there was no evidence of moisture or corrosion in the pump. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with any of the buttons. The keypad button cover was undamaged and removal of the cover did not find any contamination under the button contacts. Unrelated to the complaint, the display was dim and discolored and a battery compartment crack was found below the grip pad.